Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used in a laparoscopic gastric cardectomy procedure on (B)(6) 2024 when it was reported, ¿the patient developed hypothermia while using air seal, which was reported as an incident within the hospital. The anesthesiology doctor reported that the temperature had dropped to 31. When looking back on the surgery, the only thing that was different than usual was the use of the air seal, so the surgeon and anesthesiologist speculated that the cause may have been the air seal. However, the dr. Has acknowledged that there was an excessive amount of leakage.¿. There was no report of medical intervention or hospitalization for the patient. The procedure was completed as planned. This report is being raised due to the reported injury of hypothermia.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that gas flow can lead to a lowering of the patient¿s body temperature during insufflation. Hypothermia during insufflation can cause heart and cardiovascular problems. To reduce this risk, minimize high gas flows due to large leaks, the use of cold irrigation and infusion solutions. Always monitor the patient¿s body temperature during the entire surgical procedure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used in a laparoscopic gastric cardectomy procedure on (B)(6)2024 when it was reported, ¿the patient developed hypothermia while using air seal, which was reported as an incident within the hospital. The anesthesiology doctor reported that the temperature had dropped to 31. When looking back on the surgery, the only thing that was different than usual was the use of the air seal, so the surgeon and anesthesiologist speculated that the cause may have been the air seal. However, the dr. Has acknowledged that there was an excessive amount of leakage.¿. There was no report of medical intervention or hospitalization for the patient. The procedure was completed as planned. This report is being raised due to the reported injury of hypothermia.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.